Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn: (B)(4) has been completed. The reported problem (damaged cable or wires exposed, add gel/replace belt messages) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in an intermittent connection between the cable and dn, and caused the add gel/replace belt messages. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged cable. The patient received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male patient contacted zoll customer support to report that the system was alarming to call for a replacement belt and that the cable from the back therapy electrode pads was disconnected. The patient was issued a replacement electrode belt.